Event description:
During surgical procedure, aveta wave disposable resecting device 3.9mm was removed from packaging with handle separating into two pieces. Scrub tech snapped pieces together, but surgeon was unable to use the device.